Event description:
It was reported that the customer had a physical damaged on the insulin pump. The customer's blood glucose level was 422 mg/dl. The customer was treated with bolus. The customer stated that she was changing the set and when she was placing the reservoir in it cracked and broke. The customer reported that the piece of plastic and the o-ring are missing from the reservoir compartment, they fell off as she was changing her set. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instructions.

Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Unit had missing reservoir tube lip o-ring.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.